Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - triluminate pivotal, patient: (B)(6). It was reported that on (B)(6) 2020, the patient presented with functional tricuspid regurgitation (tr) grade 5, with a pacemaker lead across the tricuspid valve annulus. Two xt triclips were successfully delivered and deployed, reducing the tr to grade 3. On (B)(6) 2025, severe, wide-open tr was noted. The triclips remained stable. There was no device malfunction reported. The tricuspid annulus had a slightly larger diameter observed. Medications were provided as treatment. On (B)(6) 2025, the patient was admitted to the hospital with volume overload, severe tr, and for medical diuresis as treatment. The patient was admitted with signs of tricuspid valve disease including neck vein distension, ascites, dyspnea, and peripheral edema. Medications were provided. There was no device malfunction.

Event description:
(B)(4) - triluminate pivotal. Patient: (B)(6). It was reported that on (B)(6) 2020, the patient presented with functional tricuspid regurgitation (tr) grade 5, with a pacemaker lead across the tricuspid valve annulus. Two xt triclips (tcds0203-xt, 00926u1039 and 00926u1035) were successfully delivered and deployed, reducing the tr to grade 3. On (B)(6) 2025, severe, wide-open tr was noted. The triclips remained stable. There was no device malfunction reported. The tricuspid annulus had a slightly larger diameter observed. Medications were provided as treatment. On (B)(6) 2025, the patient was admitted to the hospital with volume overload, severe tr, and for medical diuresis as treatment. The patient was admitted with signs of tricuspid valve disease including neck vein distension, ascites, dyspnea, and peripheral edema. Medications were provided. There was no device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tricuspid valve regurgitation, swelling/edema, dyspnea, and heart failure. Tricuspid valve regurgitation, swelling/edema, dyspnea, and heart failure are listed in the instructions for use as known possible complications associated with triclip procedures. The reported hospitalization and medication required were a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.